Event description:
It was reported that the laser fiber tip degraded after less than 1 minute pedal time, and the tip was also broken. The procedure was completed with another device. There were no patient complications.